Event description:
Cases of alleged infection have occurred at the hospital for surgical procedures where quill srs suture was used. Multiple attempts to obtain case specific info regarding the events were unsuccessful. It was reported that one case involved a "superficial stitch abscess which progressed to infection" but further details regarding this event were not disclosed. The number of events, procedures involved, pt info, product info, etc. Are all unk.

Manufacturer narrative:
The specific outcome (s) / patient consequence(s) attributed to this adverse event were not reported nor were they able to be determined with numerous follow-up attempts. A device was not returned for eval. Furthermore, the product code(s)/lot number(s) are unk. Results: a device was not returned for eval. No product eval can be performed.